Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room and the device was interrogated, however, the interrogation was slow. Once the device was interrogated successfully, it was then determined that the slow interrogation was due to high volume of noise and oversensing episodes that had to be retrieved from the implanted system. It was suspected that the cause of the noise and oversensing was due to right ventricular (rv) lead insulation damage; however, no lead insulation damage was observed during the rv lead revision. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.